Event description:
Literature was reviewed regarding the use of a left bundle branch pacing (lbbp) lead for sensing ventricular arrhythmias in implantable cardioverter defibrillators (icds). The lbbp leads were connected into the right ventricular pace/sense port of the device. The authors described two patient deaths due to progressive heart failure during the follow up period. There were patients who experienced heart failure hospitalizations and worsening tricuspid regurgitation from grade one to three. There was one patient who experienced inappropriate anti-tachycardia pacing therapy due to t-wave oversensing (twos) and resulted in intermittent loss of capture. The twos was resolved with reprogramming. There were lbbp leads which exhibited increases in capture threshold and twos without inappropriate therapy or the need for intervention. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: left bundle branch pacing lead for sensing ventricular arrhythmias in implantable cardioverter-defibrillator: a pilot study (lbbp-ICD study). Heart rhythm. 2024; 21:419¿426. Doi: 10.1016/j.hrthm.2023.12.009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.